Manufacturer narrative:
An isi field service engineer (fse) was dispatched to the customer site to further investigate the reported complaint. The reported complaint was not confirmed based on the field evaluation. The site informed the fse they had a problem with an instrument not releasing, which was resolved with a replacement instrument. They also had insertion and instrument recognition errors, which were resolved by reseating the sterile drape and adjusting the drape to prevent excess material from becoming stuck. The fse tested all universal surgical manipulator (usm) pot range, insertion friction, carriage 1-4 friction, carriage 5 friction, and carriage strength. The fse test drove with instruments. There were no issues found. The system was tested and verified as ready for use. A system log review was performed by the intuitive tech support engineer (tse). Per the review, the issue occurred during a procedure on 10-oct-2022 using system sk4527. The tse viewed the logs for (B)(6) 2022 and found no related errors but found multiple 282 errors for engagement on arm 3. No image or video clip for the reported event was submitted for review. This complaint is considered a reportable event due to the following conclusion: it was alleged that the universal surgical manipulators (usm) moved with unintuitive motion. Poor usm control could result in unintuitive motion and subsequent tissue damage. At this time, the root cause of the failure is unknown. While there was no harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur.

Event description:
It was reported that during a da vinci-assisted surgical procedure that the surgeon had issues with non-intuitive movement and glitches. The intuitive tech support engineer (tse) viewed the logs for (B)(6) 2022 and did not find any related errors but found multiple 282 errors for engagement issues on universal surgical manipulator 3 (usm3). The caller was unsure if the errors in the logs contributed to the reported issue. The caller was unable to provide any further details about the occurrence. There was no report of patient injury. Intuitive surgical, inc. (Isi) attempted follow up to obtain additional information, however, no further details have been received as of date of this report.